Event description:
It was reported that the implantable pulse generator (ipg) had early battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion and a device circuit lock up. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2007. (B)(4).